Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as the patient manifested twiddler's syndrome. Thus, the screw would not retract. Moreover, the hospital currently has possession of this lead. Additional information was received indicating that the it was noted that the lead was wrapped around the device due to patient was twisting the device in the pocket. Moreover, it was confirmed visually when the pocket was opened. This ra lead was explanted. No additional adverse patient effects were reported.